Event description:
It was reported to olympus, that the evis exera ii ultrasound gastrovideoscope had a shadow on the image. The issue was found during a procedure. Inspection and testing of the returned device found that there was a gap on the adhesive on the distal end and a stain entered the lens through the gap. It was also noted that there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the ultrasound image was defective with missing elements due to damage on the ultrasonic probe. It was also noted that the elevator channel plug was loose and the bending section rubber adhesive was detached. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of gap between the acoustic lens and ultrasound probe (with stain) occurred due to mishandling by the customer or due to aging of the device preventing proper reprocessing. The event can be detected/prevented by following the instructions for use which state: ¿caution ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.